Manufacturer narrative:
Batch review performed on 10 march 2025. Lot: 2409781: (B)(4) items manufactured and released on 13-june-2024. Expiration date: 2029-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implant revised. Batch review performed on 10 march 2025 on gmk-sphere 02.12. E0417fr tibial insert fixed sphere flex size 4/17 mm r e-cross (k202022) lot. 2102431. Lot: 2102431: (B)(4) items manufactured and released on 05-may-2021. Expiration date: 2026-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 2 months after the primary, the patient came in reporting pain due to a dislocated patella implant and knee instability. The surgeon revised the 17mm poly with a 20mm poly and performed a lateral release and vmo advancement. The surgery was completed successfully.